Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high/undefined defibrillation impedance, oversensing, and elevated sensing integrity counter (sic). The rv lead was reprogrammed and will be replaced at the next generator change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular defibrillation coil was beyond the expected upper range, the impedance of the right ventricular pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.